Manufacturer narrative:
(B)(4). Approximate age of device - 5 months from the date issued to the patient. The system controller was not returned for evaluation, as it remains in use. It was noted in the submitted log file that a pump stoppage occurred on (B)(6) 2015 at 18:05 for approximately 3 seconds before the speed returned to the set speed. Approximately 39 minutes later, the pump stopped again due to the driveline being disconnected. The driveline was reconnected and the pump returned to the set speed without issue. Prior to and after the pump stoppages there were no notable alarms. The pump stop at 18:05 does not appear to be related to the suicide attempt. A root cause for this atypical pump stop could not be determined. A corrective and preventative action has been initiated to investigate the issue. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). The hospital staff requested review of the patient's log file due to a suicide attempt by disconnecting the system controller. The patient was admitted and treated. During review of the submitted log file from the patient's system controller, it was observed that one pump stoppage for approximately 3 seconds did not appear to be related to the pump stoppage determined to be from a driveline disconnect.